Event description:
In 05/05, while wearing the external equipment, the pt reportedly experienced a sound percept change followed by no sound. Five days later, the pt was seen at the center for eval. External equipment was exchanged. However, the problem was not resolved. Six days later, the pt was seen by a co rep for device eval. Testing performed confirmed that the pt's device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.